Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. This event occurred during the initial drain. The patient was connected at the time of the leak. The patient noted that the line that pulls fluid from them was flattened and leaking. The technical service representative (tsr) advised the patient to end therapy and set up with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.